Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during primary functional endoscopic sinus surgery (fess) in the operating room (or), the trudi navigation system (fg-2000-00) displayed error 1107 and had a smell of burning (smell of smoke) during the case. Staff reportedly stopped using navigation for the case, thus "it was extended due to not having navigation". It was reported that there was no delay greater than 30 minutes and no adverse consequences occurred.